Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent incisional hernia repair with a composix kugel mesh. On (B)(6) 2006 - pt underwent incision and drainage of infected surgical wound. On (B)(6) 2006 - pt underwent excision of infected composix kugel mesh and incisional hernia repair with a collamend patch. On (B)(6) 2007 - pt underwent excision of collamend patch and repair of recurrent incisional hernia with composix kugel mesh. On (B)(6) 2007 - pt treated for post operative infection, hematoma, bacterial infection with gram negative bacteria. On (B)(6) 2008 - pt underwent incision and drainage of deep wound infection. On (B)(6) 2008 - pt underwent excision of composix kugel mesh and repair of incisional hernia.

Manufacturer narrative:
Initially, two events were reported by the pts' attorney. However, a review of the medical records showed there to be an additional implant. Based on medical record review a morbidly obese pt underwent repair of an incisional hernia with a composix kugel mesh on (B)(6) 2006. It was noted that on (B)(6) 2006 the pt developed a wound infection and underwent incision and drainage. Three months later, it was reported that the pt underwent excision of the composix kugel mesh and incisional hernia repair with a collamend patch. It was noted that a chronic abscess pocket on the underside of the mesh involving omentum and several loops of small intestine was identified. The medical records indicate that on (B)(6) 2007 the pt underwent excision of the collamend patch and repair of a recurrent incisional hernia with a composix kugel mesh. The pt reportedly was treated on (B)(6) 2007 for a post operative wound infection. It was noted that on (B)(6) 2008 the pt underwent incision and drainage of a deep wound infection, and three months later underwent excision of the composix kugel mesh. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicates that the pt was treated for recurrence which is a known possible adverse reaction listed in the IFU. The medical records indicate a pt with multiple comorbidities, such as exogenous obesity and diabetes, a history of non-healing infected wounds with both synthetic and biologic mesh. The info provided indicates that the pt was treated for an infection. The warning section of the IFU states if an infection develops, treat the infection aggressively. Additionally, no sample was returned for eval. No conclusion can be drawn at this time. The composix kugel implanted on (B)(6) 2006 was reported to the FDA in accordance to rae (B)(4). For info regarding the composix kugel implanted on (B)(6) 2007 see MDR 1213643-2010-00551.